Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 7089303 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 7089677 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319 batch/lot number: 37398191 model/catalog description: clik x MRI anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was itchy around the incision and got hives all over her body. Physician think this is not device related. The patient underwent spinal cord stimulation (scs) explant procedure. The explanted devices will not be returned.